Event description:
Customer reported a malfunction with the code malf 12, and there was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing instructions to reset the pump, which successfully resolved the issue as the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to contact support if the malfunction reoccurred, which the customer acknowledged and understood.